Event description:
When they put the device in rptr's back they told her it would solve her problems and help with the pain. It did not do this. It left her going numb in both legs and the pain got worse. So they removed the device, saying her body was trying to reject it. This left her numb from the waist down. Now she also limps when she walks. She thinks these devices are doing an injustice to people.